Event description:
I used renu with moistureloc contact lens saline solution from 01/05/2005 to 04-07-2006. My symptoms I presently experience are infection, pain, blurred vision, night blindness, mucous, fluid, swelling in both eyes, squiggly lines in my right eye, leakage, light hypersensitivity, scarred tissue + corneal scarring in right eye, lines and words run together as I read + fades in and out (shadowing back and forth), itching and redness daily. Vision in right eye has been impaired by more than 50%. Not able to wear contact in right eye.